Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when a patient presented to the hospital after receiving 4 inappropriate shocks due to oversensing, x-ray revealed dislodgement. The lead was explanted and replaced. The patient was fine post-procedure.